Manufacturer narrative:
The device kd-v411m-0725 was returned for evaluation. The lot number was 27yk with supplementary information number of ¿27¿. (M-bc manufacture date: july 27, 2022). Device evaluation, the following were noted: the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Process inspection sheet, quality inspection sheet, nonconforming product report. The instruction manual (drawing no. Gk6224, revision no.9) contains the following information. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor complaints for this device.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), endoscopic sphincterotomy (est) procedure, the knife wire broke when the current was applied to perform papillary incision. The device was replaced and the intended procedure was completed using a similar device. No impact to the patient, no harm was reported, no user injury reported due to the event. Per the report, the current output at the time of the event was endocut 1, device inspected prior to use with no abnormalities found during visual inspection. Additionally, on the following day , per the reporter, the person in charge of the facility witnessed same procedure performed and the same problem occurred . The device was replaced and the intended procedure was completed using a similar device. No impact to the patient, no harm was reported, no user injury reported due to the event. This event/phenomenon includes two (2) reports . Report with patient identifier (B)(6) (kd-v411m-0725 lot 27k, supplementary no 26 ). Report with patient identifier (B)(6) (kd-v411m-0725 lot 27 k, supplementary no 27 ). Report with patient identifier (B)(6) (kd-v411m-0725 lot 27 k, supplementary no 27 ).